Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps would not release. No further information is available.

Manufacturer narrative:
Intuitive received the fenestrated bipolar forceps (fbf) instrument associated with this complaint and completed evaluation. Failure analysis did not confirm nor replicate the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was removed from the system with no issues. The instrument was re-installed and re-tested for the second time without finding any issues. Additional findings not reported by site: the instrument was found to have thermal damage on the yaw pulley. The instrument was not found to have any damage to the conductor wire or the conductor wire insulation.